Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/10/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the battery lock clip was bent. The physical damage found during visual inspection is unrelated to the customer's reported complaint of the autopulse platform's led display screen going blank or coming up with a flat line through the center of the screen. The reported complaint was not replicated or confirmed during functional testing. The platform powered on with no issues. Functional testing was performed with a test mannequin for 10 minutes and with a large resuscitation test fixture (lrtf) for an additional 7 minutes with no issues observed. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The lcd display was identified for replacement as a precaution to address the customer's reported complaint. A review of the platform's archive data was performed and found that no sessions occurred on the reported event date of (B)(6) 2015. The archive data does not indicate any problems related to the reported complaint. Based on the investigation, the parts identified for replacement were the lcd display and the battery lock clip. In summary, the customer's reported complaint of the autopulse platform's led display screen going blank or coming up with a flat line through the center of the screen was not confirmed. The reported complaint was not replicated during functional testing. There were no device deficiencies found which could have caused or contributed to the reported complaint. The platform passed all functional testing criteria. However, the lcd display was identified for replacement as a precaution to address the customer's reported complaint. A review of the platform's archive data was also performed and did not indicate any problems related to the reported complaint. Unrelated to the reported complaint, a bent battery lock clip was found during visual inspection. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the lcd display and battery lock clip, the returned platform passed all final functional testing criteria.

Event description:
It was reported that during use, the autopulse platform's led display screen either went blank, causing the device to stop or came up with a flat line running through the center of the screen. No adverse patient sequelae was reported. No further information was provided.